Manufacturer narrative:
(B)(4). Date sent: 06/17/2025. B3: only event year known: 2025. D4: batch # 240d55. Additional information was requested, and the following was obtained: spoke with surgeon: no negative outcome for patient. Staple line intact. First firing went as expected, second firing deployed as expected, normal knife return initiated and then stopped. Would not complete return. Jaws locked. Manual override utilized - surgeon said it was last firing so didn¿t try reverse knife button. Would like to proceed with rapid response team conversation to discuss issue. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Additionally, photo was provided and it showed one sheet with what it seems to be a supplier complaint form. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #c9ev8x, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 240d55, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a live donor nephrectomy for transplant procedure, it was observed that the jaws on the device would not open after the second firing. The manual override was deployed. The procedure was completed successfully. There was no patient consequence nor surgical delay reported. No additional information provided.